Manufacturer narrative:
The reported "black necrotic tissue" with blistering was assessed as a serious injury related to the use of the coolsculpting device and requiring medical intervention to prevent irreversible damage to a body structure and/or body function. Burns are risks inherent to the use of the coolsculpting device, and are detailed in the coolsculpting user manual. The device system logs from the treatment were analyzed, and it was found that an alert by the system "freeze event (z409-383)" was detected by the software, to alert the user. The coolsculpting user manual states as caution that when a thermal event (z409-yyy) is detected, the applicator and gel pad should be removed, and the area should not be retreated for 24 hours, to prevent the occurrence of burns on the area. The treatment provider re-treated the same area right away, despite the freeze event. The device functioned as designed by sending the alarm. Zeltiq (now allergan) was initially made aware of the reportable event on (B)(6) 2017, and an initial attempt to submit this MDR was made on (B)(6) 2017. However, due to the incorrect method of submission recently identified and being rectified by the organization, and for which FDA's guidance was sought in (B)(6) 2018 under (B)(4), this MDR is being re-submitted on 01/16/2019.

Event description:
On (B)(6) 2017, allergan received report from a practice that a patient received coolsculpting treatment to the left flank on (B)(6) 2017 using cooladvantage plus, and had subsequently presented with "black" necrotic tissue after being re-treated on the same area on the same day, despite the occurrence of a thermal event (z409-383). The site was assessed as a burn and was treated with elta silver gel, aloe, and second skin dressing, and the patient was started on prophylactic doxycycline 100 mg bid po for 14 days. There was blistering at the site, which was lanced, and surrounding bruising that was dressed with auriderm dressing. The patient reported associated pain, which was treated with ibuprofen, vicodin, and a tens units. As of (B)(6) 2018, the patient's burn is healing and the pain is almost gone.